Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported problem. Preventive maintenance was performed. The system was then tested and met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause is unk at this time. (B)(4).

Event description:
The customer reported that during surgery, the system shut down on its own. Troubleshooting was unsuccessful, so the system was exchanged. There was a delay of approx one hour, and the case was completed with no harm to the pt.